Event description:
The customer reported that the system had no image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. The system operates as intended.